Event description:
It was reported that the physician was inserting the introducer needle into the pt's subclavian vein when the needle bent at the hub and broke off. The pt was taken to surgery to retrieve the needle. The needle also caused a pneumothorax which was treated. As a result, a central venous catheter (cvc) was placed femorally for the pt. There was a five hour delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.